Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose value was 502 mg/dl, which was addressed with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.